Event description:
It was reported that during a shoulder arthroscopy, a small piece of the inner blade chipped off in the patient. The pieces were removed from patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 3.5mm full radius blade was returned for evaluation. Functional inspection was performed and the inner blade did not rotate freely within the outer blade, friction was felt in the unloaded condition. The blade is bent. The inner blade showed extensive abrasion at the tip and corresponding abrasion on the ID of the inner blade. The condition of the device indicates an excessive side load during use which resulted in the observed bending and shedding. Per the device instructions for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. Based on the results of the product evaluation the potential root cause is related to user technique. Since no harm is being reported no further assessment is warranted.